Event description:
It was reported that during the procedure, the user feels that the energy output had decreased compared to before. The procedure was completed using the same device. There were no patient complications.

Event description:
It was reported that during the procedure, the user feels that the energy output had decreased compared to before. The procedure was completed using the same device. There were no patient complications.

Manufacturer narrative:
The console was field service at the user's facility. The console was inspected, and it was found that the protective lens showed signs of hot spots and is recommended to replace it. The console's fiber port was cleaned. The coolant level was checked and coolant was added. The console passed functional testing. After the fiber port was cleaned, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event of low power was confirmed.